Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message after performing a few compressions during the resuscitation attempt. The customer tried to clear the ua, but was unsuccessful. The customer used the autopulse nxt platform for the rest of the call. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective load cell. Upon visual inspection, no physical damage was observed. The archive data review indicated multiple occurrences of ua07 error on the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 being displayed upon powering on, confirming the reported complaint. The load cell characterization check revealed a defective load cell, and it needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with sn (B)(6). Ccr was reported on (B)(6) 2024, and the load cell was replaced.